Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support, as customer refused to remove site. Cause of the occlusion alarms could not be determined. Customer's blood glucose level was 300 mg/dl.